Manufacturer narrative:
Patient identifier not provided by site. No parts have been returned to manufacturer for evaluation, return is not expected as site has disposed of the 100mm perc pin. Device not returned.

Event description:
A medtronic representative reported that, while in a spinal l5-s1 fusion procedure, the 100mm perc pin was found to be not round and the reference arc would not fit. The surgeon tapped the reference arc into the perc pin and locked the frame. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.